Event description:
It was reported that post a coronary stenting treatment procedure, a device explant occurred. A 2.75x12mm veriflex (liberte) bare metal stent was implanted in the left circumflex artery. No pt injuries or complications reported. Approximately one month later, the pt returned to the cath lab for a scheduled procedure. The physician was advancing a non bsc wire in the left anterior descending artery when he began having difficulty advancing and removing the wire. When the wire was removed outside of the pt the 2.75x12mm veriflex (liberte) bare metal stent was attached to the end of the wire. The wire appeared to have moved through one of the stent struts and become caught. No further pt injuries or complications occurred. The physician elected not to implant another stent and scheduled the pt for triple bypass surgery. Pt's status is satisfactory.

Manufacturer narrative:
Implant date: 2009. As a unit has not been returned, a technical analysis cannot be performed. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.